Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the short port btt was occluded so they could not complete the dissection. A new kit was used to complete the procedure. There were no pt effects. The product is not returning.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review was completed for the reported product lot number. There were no non conformance issue (s) with this production lot. Internal file number - (B)(4).